Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 360 mg/dl and ketones. Customer was treated with lantus insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. The customer continued to use the pump for insulin therapy.